Event description:
Dealer advised bath board snapped in half, pictures attached. No replacement wanted, only credit. Original order# (B)(4), invoice# (B)(4), lot#511911fda000001. Dealer is only returning one unit.